Event description:
Caller reported a cgm error 42, prompting a need for assistance. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information and guidance for a pump reset, after which the caller successfully started their sensor session with no further errors reported.